Event description:
The proximal weld between the balloon and the catheter separated. No excess volume pressure was used. Additional information was received through a company representative in 2003: "the proximal weld between the balloon and the catheter did not completely separate and therefore no piece of device was left inside the patient. The defective device was retrieved without difficulties and another balloon was used to finish the procedure. The patient suffered no ill effects from this problem."